Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show excessive amount of error messages communication, since console boot-up. Console was tested, and although the exact issue was not reproduced, there were some anomalies in the system operation. During the visual inspection revealed damage to internal wiring between input and output (I/o) panel and 4-in-1 carrier which - although not directly responsible for portable bitmap (pbm)1 communication (damaged wire was for service dongle connection) - could¿ve resulted in an electrical short, affecting operation of the system. Also, a connector for pbm2 serial communication was not fully seated in its socket on the 4-in-1 carrier. It is most likely that operation of the system was related to these issues, but malfunction of 4-in-1 assembly could not be excluded. Repair: replaced aic I/o panel and replace the 4-in-1 assembly as a precaution. Perform functional check of the console. The root cause of the reported issue was due to a defective cable.

Event description:
The user facility reported a female patient of unknown age, race, and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that automated impella controller (aic) displayed a blue screen. The aic was replaced, and the support continued. There was no patient harm reported.